Manufacturer narrative:
Correction to d9: sample not returned. Correction to h3: sample not evaluated. Correction to h6: type of investigation.

Manufacturer narrative:
According to the customer, on (B)(6) 2024 "the patient was found in the bathroom bleeding from ij cordis" four days post-op after a "CABG" procedure. The customer reported the patient was found "very diaphoretic and appeared gray in color". The customer reported after the patient was found, they became "unresponsive and code blue was activated". The customer reported the patient was then intubated, "io access placed", and the patient was transferred to a higher level of care. The customer reported after the incident the "hemoglobin count" declined. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 "the patient was found in the bathroom bleeding from ij cordis" four days post-op after a "CABG" procedure.